Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during high anterior resection wherein a stapler was used. On the first firing, the device was maximally articulated. The tissue was not too thick. Surgeon set the firing speed to slow because it was not known if the tissue can be resected at one firing, the surgeon tried to fire, but it showed excessive force indicator. After a while, surgeon fired it again, stapling advanced a little but then stopped. There was no patient harm.